Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely imaging issue was caused by failure of the lcd panel. However, a specific root cause was not determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and service. In addition to the evaluation findings noted in the event description, the following findings were observed that the bezel plate cracked and device had cosmetic wear. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the asset/loaner high-definition liquid crystal display (lcd) monitor was returned for inspection. There was no complaint reported, however, upon inspecting and testing, there were dead pixels in the screen. There was no patient harm associated with this event. This report is being submitted to capture the reportable malfunction found during inspection.